Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings associated with a non-primed pump. The pump was run for 24 hours and the loss of prime alarm was not duplicated. The force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the grip pad down to the seal.